Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Aware date of the peritonitis is (B)(6) 2015 (previously reported in error as (B)(6) 2015). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy pd effluent. On the same day as onset, the patient was hospitalized for the event. On an unknown date, the patient was treated for the peritonitis with vancomycin (intraperitoneally, 30 milligrams per kilogram (mg/kg) every 5 days). On an unknown date, the patient was retrained in proper aseptic technique for performing pd therapy. On an unreported date within the same month as onset, the peritonitis was resolved, the patient was recovered and the patient was discharged from the hospital. At the time of this report, dianeal therapies were ongoing. No additional information is available.